Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer's representative reported that patient was reprogrammed and noted that they had better coverage as a result. If additional information is received, a supplemental MDR will be submitted.

Manufacturer narrative:
Date of event was reported as approximate.

Event description:
Information received from the consumer via the manufacturer¿s representative reported that the patient was involved in a car wreck and now could not feel the stimulation from their implantable neurostimulator (ins) on their left side. The manufacturer¿s representative helped the patient move out of the adaptive stimulation per their request. The consumer was going to help the patient ¿play with different groups¿ until they could get home. They were going to follow up with the representative on (B)(6) 2016. No surgical intervention had occurred. The patient status at the time of report was noted as ¿alive ¿ no injury.¿ the indications for use for the implanted device were noted as spinal pain and peripheral neuropathy. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.